Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the client could not get the programmer to session sync. The client also stated that the programmer "just stopped working." A different network connection was tried. The client also tried removing the network card, and reinserting it after a reboot and still no connection on the network card. The client will request a new network card. Additional information was obtained through follow up which indicated that the datacard was "slightly ejected." The programmer is working fine. There were no patient complications reported as a result of this event.